Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported during a acdf (anterior cervical discectomy and fusion) a drill bit broke inside the drill guide. The drill was stuck in the drill guide, nothing fell into the patient. The surgeon used the double barrel guide to complete the surgery.

Manufacturer narrative:
The returned drill was examined. The shaft was found stuck within the guide and the tip had fractured off. The complaint is confirmed. The cause may be attributed to the drill bit being slightly off-angle while tapping the bone for screw preparation, causing it to get jammed in the drill guide and ultimately fracture. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.